Event description:
It was reported that the right ventricular lead had high impedance on both of the high voltage coils. The lead detections were turned off and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. Performance data collected from the device was analyzed and revealed that the daily high voltage-lead impedance trend data shows an abrupt increase for defib and svc defib between (B)(6) 2011. The weekly pace impedance trend data shows a gradual increase for minimum and maximum right ventricular pacing impedance between (B)(6) 2010 and (B)(6) 2011.